Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 05/8/2019. Evaluation: as product was inadvertently discarded after shipped to incorrect manufacturer, no analysis may be performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and a drain was used. The drain was broken outside the patient¿s body by using a milking roller in the ward. There were no adverse consequences to the patient. No additional information was provided.